Manufacturer narrative:
Evaluation summary: based on the investigation findings, the clip captured the distal end of the exchange tube. This was based on the evidence of open slits found on the sheath, which is consistent when the clip captured the distal end of the exchange tube. We were not able to establish a root cause based on the investigation findings. No malfunction was detected. Review of the device history record for this lot did not produce any findings relevant to this investigation.

Event description:
It was reported that a trained physician attempted arteriotomy closure of the common femoral artery using the starclose device after an interventional procedure. The clip did not deploy. There was resistance while splitting the sheath. After firing the clip, the clip remained in the distal end of the sheath. Hemostasis was achieved with a c-clamp. There were no pt adverse effects. No additional info available.